Event description:
It was reported that this left ventricular lead exhibited oversensing and pacing inhibition. Reprograming of the device was discussed. Further information was received that this lead dislodged. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.